Event description:
In 2005, the patient had revision surgery to reposition the device. The patient reportedly experienced a decrease in performance. The patient was seen at the center for device evaluation. Testing performed confirmed out of range electrode impedances. A decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.